Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 heating element of the hemopro2 did not heat up. There was no energy. The hemopro power supply setting during the procedure was 3.5. The cable and generator was changed out. Then a new kit was opened to complete the case. No patient effect was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/02/2022. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the harvesting device and cannula. The heater wire of the harvesting device was observed to be flexed away from the jaw due to normal clinical use. The c-ring and the clear silicone insulation of the harvesting device jaws were observed to be intact with no visual defects. An electrical inspection was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000255302 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.